Event description:
A report was received that the patient was experiencing discomfort at the ipg site and frequent charging with the ipg. Database analysis showed signs of poor charger to ipg coupling and charger thermistor triggering, which could lead to prolonged charging times. It also showed that the patient did not always charge long enough to get a complete charge. The device appeared to be working as expected. The patient underwent a revision procedure wherein the ipg was relocated. The patient was reportedly doing well postoperatively.